Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the report of suspected thrombus cannot be conclusively determined through this evaluation. The reported pump stop event and elevations in pump power/calculated average flow were confirmed via the evaluation of the log file data provided by the account. The controller event log file contained data spanning from 16feb2019 to 19feb2019. A pump stoppage was captured on (B)(6) 2019, which lasted for approximately 3 seconds and was followed by the system resuming operation at the fixed speed. The pump stop event in the log file appeared consistent with an electrostatic discharge (esd) event. Pump power and calculated average flow began to elevate. Pump power was recorded above 7.000w on 19feb2019 and remained above 7.000w for the remainder of the log file. A specific cause for the change in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range, and outlines speed, power, flow, and pulsatility index. The IFU explains that pump flow is estimated from the pump power. Device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Both the heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 10 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was seen in clinic with elevated power levels and a log file was submitted. Tech services rep observed a 3 second pump stop due to electrostatic discharge and elevated powers/flows. Additional information was then received on (B)(6) 2019 stating that device thrombus is suspected. The patient admitted from clinic to site hospital. The patient reported not feeling well and restlessness through the night prior. The patient's power then spiked in the morning and was started on IV heparin. It was reported that the patient does not have signs of heart failure at this time. The vad coordinator spoke with the patient's partner on 03mar2019 who reported that the power parameters have been within normal limits for a few days (last report was (B)(6) 2019). The patient will be back in clinic this week and log files will be downloaded and sent in for review. No other alarms, malfunctions, or adverse events were noted.